Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2021 by arthroscopy, sports medicine, and rehabilitation titled "posterior cruciate ligament repair with suture tape augmentation: a case series with minimum 2-year follow-up." The study reviewed nineteen (19) patients who underwent knee procedures using arthrex swivelock to treat acl/pcl instability. One (1) patient had a re-rupture during the forty-eight (48) month follow-up period. Ref: hopper, g. P., et al. (2021). "Posterior cruciate ligament repair with suture tape augmentation: a case series with minimum 2-year follow-up." J exp orthop 8(1): 28.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.